Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in bacterial peritonitis manifested by abdominal pain. The breach in aseptic technique was further described as touch contamination. The patient was hospitalized for the peritonitis. The patient was treated with unspecified antibiotics (dose, route and frequency not reported) for the event. At the time of this report, the patient was still hospitalized and was reported to be recovering from the peritonitis. Therapy with pd solution was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
Complaint no: (B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.